Event description:
A report was received that the pt is being burned while charging his ipg. The pt's skin is irritated over the ipg site, and the size of the burn is the same size as the charger. The pt did not seek any medical attention for the burn. The pt has a unique style of charging his ipg. He places conducting jelly between the charger and the ipg. The pt also stated that he was sleeping on top of the charger when he was burned. Current product labeling instructs the pt not to charge while sleeping.